Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: there was no image; foreign material remained around outlet of channel; distal end of plastic cover had a crack; bending section cover had a crack; switch/cameral was not working; bending section was wet; charged coupled device shrink tube was cut; insertion tube had a dent; control body had fluid; and the scope connector was wet, had corrosion, ethylene oxide valve was misaligned, and customer label was on it. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being supplemented to provide additional information based on device evaluation: d9, g3, h2, h3, h6 (type of investigation), and h10.

Manufacturer narrative:
Three attempts were made to the customer to obtain additional information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, venting connector loosen, which led to water invasion of scope connector, then damage of electronic parts. As a result, the error message was temporarily displayed, and no image occurred. However, a definitive root cause could not be determined. In addition, foreign material adhered around outlet of channel opening could not be identified. It is likely the material may not have been removed due to physical damage of the device. However, a definitive root cause could not be determined. Customer reprocessed the device before sending it in for repair. However, it is unknown if customer followed the reprocessing steps as per instructions for use.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an e315 (incompatible scope) scope error and does not display an image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.